Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) was alarming (blue flashing light), and the electrocardiogram (ECG) was not present and there was no ECG signal. The rn also stated that she had an ECG earlier. The cables were disconnected and reconnected to the pump and still no ECG signal. As a result, a second pump was brought in and used on the patient, with the ECG signal being present and all other signals. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of ECG waveform missing/not available is not able to be confirmed. Additional information received states the hospital biomed was not able to replicate the reported issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) was alarming (blue flashing light), and the electrocardiogram (ECG) was not present and there was no ECG signal. The rn also stated that she had an ECG earlier. The cables were disconnected and reconnected to the pump and still no ECG signal. As a result, a second pump was brought in and used on the patient, with the ECG signal being present and all other signals. There was no report of patient complication or serious injury and death.